Manufacturer narrative:
Per visual inspection: missing cartridge holder. No damage on inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Inpen passed front cap investigation. In conclusion: unable to lock cartridge holder due to inpen was received with broken bayonet sleeve. Broken bayonet sleeve can affect insulin delivery. Therefore, customer's concern of damage inpen is confirm. Unable to obtained inpen bond dates or battery percentages due to download (looker studio) updating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the inpen was broken, specifically the part that pushes the cartridge, and the dose knob/dial was difficult to turn. The customer reported no adverse event. The event involved product mmt-105nnpkna. Troubleshooting was performed, and the customer confirmed that the intended dose amount and app-recorded dose were different, advising the customer not to force insulin delivery, and instructing the customer to discontinue use and revert to their backup plan, with a replacement initiated and the return policy explained. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested, and the customer's response was that the device would be returned.